Manufacturer narrative:
Image review: the balloon is clearly inflated post removal from the body. There is possible stretching of the balloon bond visible. Residue is also present inside the balloon. Successful removal of the balloon through the guide catheter does not seem possible from the images, as the balloon has not been deflated. (B)(4).

Event description:
The physician attempted to use an nc sprinter balloon catheter during pci surgery, due to unstable angina. The lesion was located in the proximal inferior lad with total occlusion. After a resolute 3.0x30mm drug eluting stent was implanted, the doctor used the nc sprinter balloon to post-dilate. The nc sprinter device was inspected prior to use with no issues noted. No issues were noted when removing the protective sheath from the device. No resistance was encountered when advancing the device to the lesion and no excessive force used. No issues encountered during inflation of the device. The lesion was dilated after injecting contrast agent by pressure of 12 atm, but the balloon couldn't be deflated. This was noted after the first inflation and lasted about 20 minutes. The device was not moved or repositioned prior to the deflation difficulties. The doctor tried to use a small medtronic balloon to deform the defective balloon and also tried to use a guide wire to break the balloon, but the balloon couldn't be retrieved. The doctor had to inject saline into balloon to make contrast agent diluted, and then inserted the catheter into the stent and used force to retrieve the balloon. Because the balloon couldn't pass through the arterial sheath, the balloon and sheath were retrieved from patient's body. After surgery, the doctor checked the balloon, no kinks were noted. The physician replaced the pump. Throughout the procedure, the saline concentration used by the physician was always 5% and contrast agent is diluted 1: 2. The patient has left hospital. The surgery was delayed for more than 30 mins. The patient reported as well and has left the hospital.

Manufacturer narrative:
The balloon returned partially inflated with residue present, and loaded in a guide catheter and introducer sheath. It was not possible to remove the balloon proximally through the introducer sheath due to the partially inflated balloon. The device was advanced distally for approx. 18cm to expose the distal shaft. There was excessive stretching/damage on the transition tubing starting at the guide wire entry port and running proximally for 9 cm. The distal shaft had numerous kinks. The distal tip was damaged. The balloon bond was stretched. Balloon deflation was attempted but could not be carried out due to stretching/damage on the catheter. A 0.14¿ guide wire or a 0.15¿ mandrel could not be loaded through the guide wire entry port due to the excessive stretching to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.